Event description:
International customer reported that a pt presented with a recurrent hernia approximately 1.5 years following initial repair. The pt was returned to surgery for repair.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.